Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient experienced bleeding and a hematoma formed at the impella access site. The patient was administered six units of red blood cells with subsequent transfusion for which administration is unknown. It was noted that there was no patient movement throughout support. No further information was provided.